Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. Explanted devices were not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.